Manufacturer narrative:
Additional excluder device included in this report: tgu454515/10915130. Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a type b aortic dissection. On (B)(6) 2013, computed tomography (CT) angiogram reportedly revealed a proximal type I endoleak. On (B)(6) 2013, the patient underwent coil embolization of the left subclavian artery, and was then implanted with two additional conformable gore tag thoracic endoprostheses. The endoleak was successfully resolved, and the patient tolerated the procedure.